Event description:
Pt reported that a mesh plug was used in their inguinal hernia repair and has caused pain.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction.